Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 03/2020).

Event description:
It was reported that during tunneling in a hemodialysis catheter insertion procedure in the internal jugular, a split on the white plastic part of the tunneler was allegedly identified. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during tunneling in a hemodialysis catheter insertion procedure in the internal jugular, a split on the white plastic part of the tunneler was allegedly identified. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler was received and evaluated. Gross visual observation and microscopic visual observation were performed. A longitudinal split was noted on the plastic sheath, the edges of the split appeared to have been melted. The investigation confirms the split on tunneler. The definite root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.